Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. It was reported that the emboshield nav6 was used in a superficial femoral artery procedure in conjunction with csi (an atherectomy device). When it was time to remove the emboshield nav6 filter, the physician was handed a non-tapered viperwire. It should be noted the instructions for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the information provided, the investigation determined that the reported difficulties were likely user related. It is likely that failing to use the barewire filter delivery wire contributed to the inability to properly retrieve the filtration element. The additional treatment was due to case circumstances, as a balloon had to be inflated at the distal edge of the filter and pull the filter into the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the emboshield nav6 was used in a superficial femoral artery procedure in conjunction with an atherectomy device. When it was time to remove the emboshield nav6 filter, the physician was handed a non-tapered guide wire. Therefore, in order to remove the filter, a balloon had to be inflated at the distal edge of the filter and pull the filter into the sheath. This added an hour to the case but did not cause a patient effect due to the delay. There were no reported adverse patient effects. No additional information was provided.